Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. The customer will use multiple daily injections (mdi) as backup therapy.